Event description:
Information provided by clinical input noted a type 3 endoleak between the iliac leg of the zfen-d and the iliac limb stent components. (9680654-2020-00005, 9680654-2020-00006).

Manufacturer narrative:
The device was not returned for evaluation. Medical imaging associated with the case (the initial implantation procedure angiography on (B)(6) 2019, and the follow-up cta done on (B)(6) 2019) was reviewed by medical director and it has been concluded that " after the initial deployment, which included coiling of the right internal iliac artery, there appear to be at least two type 3 endoleaks. A second endoleak from between the iliac leg of the zfen-d and the iliac limb stent. After use of balloons in the iliac's (kissing balloon technique) and a coda balloon at the zfen-p/zfen-d junction, there appears to be resolution of the iliac leak. I don¿t know the reason for the endoleaks, apart from the fact that the right iliac one was fixed by ballooning, but was then excluded by the aorto-uniiliac graft anyway. The zfen-d may also have been deployed in a twisted configuration, resulting in the crossed-leg appearance of the iliac limbs." The work order (B)(4) was reviewed and appears complete and correct. The graft appears to be manufactured as per the approved by physician order. There are a number of processes and checks in place to ensure that any holes or damage to the graft is identified during manufacture. The device IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. Based on the information available it is difficult to determine an exact root cause. It is possible that one or more of the following factors contributed to the complaint: - patient/procedural factor.

Event description:
Information provided by clinical input noted a type 3 endoleak between the iliac leg of the zfen-d and the iliac limb stent components. (9680654-2020-00005, 9680654-2020-00006).